Manufacturer narrative:
The insulin pump had a blank display due to a faulty connector on the interface board. No reset error alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that customer had a blank display screen and received an unexpected restart alarm. Customer's blood glucose was 20.6 mmol/l, which was treated with manual injection. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.